Event description:
A medrad rep reported the following info: while using the medrad continuum mr infusion pump (serial number (B)(4)) and the medrad continuum mr infusion system standard administration kit (mik 200a), the site reported that the pump was delivering less than prescribed while infusing adenosine. There was no injury reported.

Manufacturer narrative:
Medrad quality assurance product analysis received and tested the continuum pump to determine the root cause of the under infusion issue. The site did not report a lot number of the medrad continuum mr infusion system standard administration kit (mik 200a) that was involved with this incident. Preliminary investigation and analysis appears to indicate that certain lot numbers of the mik 200a exhibit variation in specifications that may impact the functionality of the pump and therefore may be contributing to the under infusion of medication reported by this site. This investigation and analysis is continuing.